Event description:
It was reported that this device was attempted to be implanted, but the right ventricular (rv) lead could not be inserted in the header. Several attempts were made but the lead still could not be inserted. The device implant was canceled. The device is not expected to be returned for analysis.

Event description:
It was reported that this device was attempted to be implanted, but the right ventricular (rv) lead could not be inserted in the header. Several attempts were made but the lead still could not be inserted. The device implant was canceled. The device is not expected to be returned for analysis.

Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed with laboratory analysis due to lack of product return. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.